Event description:
Event description boston scientific received information that this ventricular lead was noted to be oversensing. The sensitivity was adjusted and the oversensing was still occuring. Noise was present on the ventricular lead with patient movement, resulting in inhibition of therapy.